Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not delivering biventricular pacing. Boston scientific technical services (ts) discussed troubleshooting options, however no further information was available. No adverse patient effects were reported.